Event description:
Customer reported cartridge was not fitting properly on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer removed the case from pump, inspected pump and pneumatic tap area, removed o-ring from pneumatic tap, cleaned the area, and reloaded the original cartridge successfully, allowing insulin therapy to resume successfully.